Manufacturer narrative:
H.6 investigation summary bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. However, the indicated failure mode for poor barrier separation was not observed. Thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of cracked tubes was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by a functional brittleness test and the issue of cracked tubes was not observed. This complaint has been confirmed for the indicated failure mode of cracked tube based on the provided photos. Clinical testing is required for poor barrier separation. Retain and control samples were forwarded for clinical testing at flks labs. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the indicated failure mode (poor barrier separation-rbc in barrier) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. This complaint is not confirmed with respect to poor barrier separation-rbc in barrier. Bd will continue to monitor for additional complaints and emerging trends. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while testing with bd vacutainer® sst¿ blood collection tubes, 4 tubes cracked and 4 tubes had poor barrier separation. No patient impact reported. The following information was provided by the initial reporter: customer reports that there were 4 events where during centrifugation the customer noted a sample loss through a crack in tube's bottom, in which they lost the blood volume to be analyzed. Also, with same material and batch, the customer has noted that after centrifugation there were other 4 tubes in which the gel got mixed with the red cells, turning into red colored.

Event description:
It was reported while testing with bd vacutainer® sst¿ blood collection tubes, 4 tubes cracked and 4 tubes had poor barrier separation. No patient impact reported. The following information was provided by the initial reporter: customer reports that there were 4 events where during centrifugation the customer noted a sample loss through a crack in tube's bottom, in which they lost the blood volume to be analyzed. Also, with same material and batch, the customer has noted that after centrifugation there were other 4 tubes in which the gel got mixed with the red cells, turning into red colored.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.